Event description:
Information received from the field does not address the patient's clinical status but notes <200 ohms impedance in both the unipolar and bipolar configurations. After the programmer was turned off then on again, the unipolar impedance was 256 ohms. High ventricular rates possibly due to oversensed noise were noted on segm. The device was programmed to the unipolar configuration. The patient will be monitored.